Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional additionally reported "intracapsular exploded gooey rupture." The device was explanted.